Event description:
Patient has noise on the rv lead. Noise led to vf detection but aborted during charge. No shock was delivered. Sensing, thresholds, and impedances all look normal.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected approx. 17.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The visual inspection revealed that the insulation was, apart from the present cuttings, free of breaches. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In summary, the lead was found dissected upon receipt, which occurred most likely during the surgery. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.